Event description:
The product was successfully implanted, however several patients from the same clinic were reported (by smith & nephew hong kong) as having experienced a high fever (102 f) 5 days post surgery. The conditions of each patient following the high fevers have not been reported to smith & nephew USA. The catalog number and lot number(s) are unknown. No other details are available at the time of this report.